Manufacturer narrative:
Device evaluated by manufacturer? Subject device is not available.

Event description:
It was reported that during the procedure, when the subject coil (7th coil) was deployed in the aneurysm, the middle portion stretched. Therefore, it was retrieved with a goose neck snare device. The subject coil was then removed from the patient anatomy and found to be tangled with a previously implanted coil (6th coil) inside the micro catheter. Both the 6th and 7th coils were removed from the patient anatomy. The physician considered that the aneurysm was filled completely and finished the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device evaluated by mfg ¿updated, summary attached - updated, expiration date - added, product available to stryker ¿ updated, returned to manufacturer on ¿updated, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned with a snaring device inside a catheter however, the lot number was not confirmed as the packaging was not returned with the device. The coil delivery wire was not returned. The distal tip was found to be intact. Visual analysis revealed that the main coil was stretched, and the suture was stretched and damaged. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, and the coil was not advanced or retracted with force. Analysis of the returned unit revealed stretching of the main coil and suture damage. It is possible that there may have been some resistance in the microcatheter during advancement of the coil due to some procedural factors encountered during use. This may have resulted in the analyzed defects. Upon using the snare device to remove the damaged coil, it is likely that the subject coil became tangled with another implanted coil (pr 2296003) in the aneurysm resulting in the reported event. Based on the investigation, an assignable cause of procedural factors will be assigned to this complaint.

Event description:
It was reported that during the procedure, when the subject coil ((B)(4) coil) was deployed in the aneurysm, the middle portion stretched. Therefore, it was retrieved with a goose neck snare device. The subject coil was then removed from the patient anatomy and found to be tangled with a previously implanted coil ((B)(4) coil) inside the micro catheter. Both the (B)(4) and (B)(4) coils were removed from the patient anatomy. The physician considered that the aneurysm was filled completely and finished the procedure without clinical consequences to the patient.